Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the computer and the isolation transformer were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found no fault with this component. The issue could not be replicated. The isolation transformer was returned to the manufacturer for analysis. Analysis found no fault with this component. The issue could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had powered the system on today to load patient exams and the screen briefly said "no sync" before going black. The system did not allow the site to open the cd drive. The site confirmed that when powering on the system, the computer was not receiving power. Troubleshooting included disconnecting all peripherals the issue continued. The moved the power cable to another outlet on the isolation transformer and the issue continued. They used a good power cable on the monitor and connected the computer directly with no change. The manufacturer representative stated that when the computer was connected to an external power the computer never powers on at all or has any fans running. The monitor gets consistent power from the isolation transformer. No patient was present at the time of the event.